Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be unresponsive; the contrast button responded appropriately. There was evidence of contamination found under the up arrow button and contrast key contacts. Visible moisture was found behind the display lens. A leak test was performed and a display lens leak was found. The pump case was removed and moisture was found throughout the inside of the pump including the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that moisture was observed under the screen and the buttons on the keypad cannot be pressed. The patient went swimming last night and the keypad was nonresponsive today. Moisture in the infrared screen on the back of the pump was also reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.